Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. A search was performed for the lots delivered to the customer for the three month time frame immediately preceding the event. Upon completion of the review, a lot number could not be identified for potentially associated products related to this event. As relevant product information could not be identified, a review of the device history records could not be performed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The catalog number, lot number, and UDI number of the cassette used at the time of the leak were unknown. As the patient information was not provided, a search could not be performed to identify potentially associated lot numbers that were shipped to the patient. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered fluid leaking from the cassette door of their liberty cycler during an unspecified phase of peritoneal dialysis therapy. The patient was connected to the device when the leak was discovered. The cause of the leak was unknown. The patient¿s peritoneal dialysis registered nurse stopped the treatment and disconnected the patient. There was no patient injury or medical intervention required as a result of the incident. The cycler was replaced and the patient has been able to complete treatment without further complications. Peritoneal dialysis therapy was ongoing. The cassette used at the time of the leak was not available for evaluation. The exact date of occurrence and general patient information were unknown. Additional information was requested but was unavailable.